Event description:
Caller reported experiencing cgm error 42 on their device, with the same error occurring three or more times on the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.